Manufacturer narrative:
Additional data/failure investigation: field service technician discovered physical item jamming drawer causing drawer failure.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No patient present.